Event description:
New information received notes programming changes were made. There were no patient consequences before, during or after the changes.

Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was being monitored. There were no reported patient consequences.